Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID and issue was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty and shipping details, provided instructions for placing pump into storage mode, and explained the need to return problematic pump within 10 days; customer was informed they would need to reenter pump settings and reconnect continuous glucose monitor, and a replacement pump was sent.